Event description:
On (B)(6) 2016, a mitral valve replacement (mvr) and tricuspid annuloplasty were performed and this 29 mm epic valve was implanted in the mitral position. The patient had barlow's type mitral valve disease with bi-leaflet prolapse. About one year after implantation, the patient presented with discomfort and an examination revealed severe mitral stenosis and thrombus was observed on the valve. On (B)(6) 2017, re-do mvr was performed and the epic valve was explanted and replaced with a 29 mm carpentier-edwards perimount mitral heart valve. Concomitantly, redo tricuspid annuloplasty was performed and a 32 mm carpentier-edwards physio tricuspid annuloplasty ring was also implanted. The physician commented that residual tissue from the posterior mitral leaflet might have been entangled when the epic valve during implant. It is possible that the top of the stent post might have inadvertently been stuck in the preserved subvalvular mitral tissue and then the leaflet of the epic valve, which was located in a posterior leaflet of the native mitral valve, became immobilized. In addition to this, pannus formed, with pannus inducing thrombus which was circumferentially attached to the leaflets. The patient has suffered from rheumatoid arthritis and has been prescribed steroids. The patient has remained in stable condition following surgery.

Manufacturer narrative:
The results of this investigation concluded all three cusps were fibrotically thickened and contained outflow surface organizing thrombus. Cusps 1 and 2 contained pannus in-growth with adherent organizing thrombus on the outflow surface. Cusp 2 contained a thin layer of pannus in-growth on the inflow surface. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, thrombus, and pannus were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.